Manufacturer narrative:
Section a4 and a5: unknown, information was requested but not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye due to blurred vision. The issue was noted during post-operative examination. The incision was enlarged; however, no vitrectomy or sutures required and no delay in procedure reported. The patient is doing well after the iol exchange and no injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: additional information received from the customer which the following fields were updated accordingly: section b5: additional information received indicated that the affected eye was the right eye. The replacement lens model and diopter used was diu225, 25.5d. No other medical/surgical interventions required. Section a5: ethnicity: non hispanic. Section a5: race: white. Corrected data: upon further review of the event and based on the additional information received which indicated that the replacement lens was of different cylinder with a higher diopter (diu225, 25.5d), this suggests a calculation issue which the patient would have needed a different cylinder and higher diopter to be selected and used for them; therefore, the event no longer meets the criteria for a reportable explant and no further information will be provided under this manufacturer report number 3012236936-2024-00134. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.